Event description:
Parent recall to the nurse that pt has blood in the IV line hub. After checking the IV line the nurse removed the protective bandage to check the insertion site and noticed that the hub was separated from the cannula and the cannula remained inside the vein of the pt. Physician was notified and surgeon was consulted; pt went to operating room to remove cannula.